Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was a loss of therapy/effectiveness that had occurred in 2014. At the beginning, the patient¿s device was very effective. Originally, he had a lot of pain and his pain gradually dissipated with use of other therapies over 2-3 years and his device didn¿t seem as effective, so he turned it off and stopped using and/or charging his implant. He had not charged the implant for a whole year. Starting in (B)(6) 2016, the patient thought that his device was malfunctioning because he has been having these strange sensations where his knees are buckling with electricity. He has pain in his hips, his ears are ringing, and he¿s getting shocked by the device. The patient was having these ¿crazy¿ symptoms that he didn¿t know could happen with the device off. The patient had gone into the hospital with these symptoms and they did a bunch of medical tests on him, but they all came back clear. They couldn¿t nail down what the cause was, and the patient¿s primary health care provider thought that it may be best to have the device removed or replaced. The patient no longer uses his device.

Event description:
Additional information received from the patient indicated that they were not doing anything out of the ordinary that led to the buckling of their knees from electricity, and shocking. They noted they were seen in the emergency room. The patient stated they will be seeing their pain management physician on (B)(6) 2017. Their issues are not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.